Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringes with detachable needles were leaking from the hub during aspiration of the medication.

Event description:
It was reported that bd integra¿ syringes with detachable needles were leaking from the hub during aspiration of the medication.

Manufacturer narrative:
H.6. Investigation: a used contaminated integra syringe in an opened package from batch #8184672 (p/n 305269). Arrived wrapped in brown paper inside an envelope. A hand written note was found that read ¿reference (B)(4). The needle was capped and appeared retracted with no signs of leakage in the package. Since the sample was used and contaminated it could not be further evaluated. No unused representative samples from the complaint lot and/or carton were received for evaluation and testing. Therefore the defect could not be confirmed and a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.